Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation..

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported "there was a capsule contracture [baker grade unknown]."

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on anterior side assessed as surgical damage. Additional observations: crease flat observed on the device. Black particles inside of the device. No further actions are required as the device was implanted.